Event description:
It was reported that the t:slim x2 pump shut down due to a depleted battery. There was no adverse impact to the customer¿s blood glucose level. The caller was instructed to connect the wall adapter to a known working outlet and wait for at least 30 minutes for the pump to start charging. Customer received tips on battery best practices and was informed that insulin onboard and max hourly bolus would reset to zero and that continuous glucose monitor sessions need manual restarting whenever the pump turns off. The customer declined a follow-up.